Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced recurrent infections at implant site, clinical management is ongoing.

Manufacturer narrative:
It was reported the infections were being treated with steroids and antibiotics (type and date not reported). This report is submitted on september 17, 2019.